Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use, incomplete deflation of the white cuff was confirmed. No patient involvement reported. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). Two samples were received for analysis and the reported issue could not be confirmed in either. The bronchial and tracheal cuffs on both samples inflated and deflated fully without any defects.